Event description:
It has been reported to philips that the allura host pc would not boot up. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. Philips remote service engineer (rse) confirmed that the system failed to start. Further, field service engineer (fse) went on-site, and found device cannot enter system. Fse switched the power module of ippc and host pc, but the problem persisted, fse confirmed that it was host pc main board that was defective. Fse replaced host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.